Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations : the instrument was found to have a broken conductor wire at the yaw pulley location. The instrument failed an electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The probable root cause of conductor wire breakage and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-15474. Correction to section g3 : the g3 should be 03/26/2025 based on previously submitted report on MFR report number : 2955842-2025-15474.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.